Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse from the USA of skin infection and peritonitis with culture positive for staphylococcus epidermidis and enterococcus in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a skin infection, which resulted in peritonitis. On an unreported date in 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. On an unreported date, the patient was treated with vancomycin and ampicillin (doses, routes, and frequencies not reported). On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the skin infection was unknown. The patient recovered on (B)(6) 2011 from the peritonitis with culture positive for staphylococcus epidermidis and enterococcus.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 1 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11i13084 and h11h26070 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.